Manufacturer narrative:
Corrected and or additional information is included in the following sections: d1, h6, h11.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident it was determined that mini pocket 1.6 was jammed and not releasing properly. The field service engineer cleaned inside the drawer and replaced mini engine to resolve. The system functioned as intended after the field service engineer troubleshoted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system drawer was jammed and not opening prevented user from retrieving medication. The customer added that they were able to retrieve medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that mini pocket 1.6 was jammed and not releasing properly. The field service engineer cleaned inside the drawer and replaced mini engine to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system drawer was jammed and not opening prevented user from retrieving medication. The customer added that they were able to retrieve medication from another station. However, there were no adverse events or injuries reported based on this event.